Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(4) 2013. The customer reported that the ez breathe atomizer did not produce a mist while she was using the product to alleviate an asthma exacerbation. The patient added that her husband took her to the urgent care facility to alleviate her asthma symptoms. The patient is a (B)(6) year old female with a past medical history that is significant for asthma.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. The root cause of this complaint cannot be identified, since the device was not returned.